Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was not detecting the battery. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use, the cardiosave intra-aortic balloon pump (iabp) was not detecting the battery. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, e3 updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (investigation findings , investigation conclusion, type of investigation), h11. The fse reseated all connections, and replaced the power management board ()670-00-1162) as a precaution. The fse also replaced the o-ring (0354-00-0208). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Updated field- b4, g3, g6, h2. Corrected field- h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and was unable to duplicate the issue. The fse found error code 118 in the logs, but it was unrelated to the reported issue. The fse reseated all connections, and replaced the power management board as a precaution. The fse also replaced the o-ring.the unit passed all safety and functional tests and was returned to the customer for clinical use.